Manufacturer narrative:
The patient was assessed by the crew on-scene and no injury to the patient was reported or treated.

Event description:
It was reported by the customer that the cot tipped while loading the ambulance on a steep lateral grade.

Event description:
It was reported by the customer that they were facing a pending lawsuit regarding a patient related incident where the crew allegedly had a patient fall off of the cot while transporting the patient. Further information was not provided.